Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and confirmed the shipping address. The customer would use multiple daily injections as a backup therapy to maintain insulin delivery. Additionally, instructions were given to put the pump into storage mode and return it with a pre-paid label, which the customer acknowledged and understood.